Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. There were 12 non-sustained tachycardia episodes with v-v intervals <(><<)>220 milliseconds from (B)(6) 2016. Analysis of the device memory indicated the criteria for the rv lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for ventricular sensing integrity counter (sic) and non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 398 ohms through (B)(6) 2016 and rose to 817 ohms by (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. There were 520 ventricular sic since the last session 3 days ago. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. High impedance, oversensing, artifacts and high sensing integrity counter (sic) were noted. It was suspected that there was a possible fracture. The rv lead was reprogramed and later abandoned in the patient during the planned revision. No patient complications have been reported as a result of this event.